Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The f/u report will be sent when the investigational results are available.

Event description:
The customer reported she was unable to monitor her blood glucose due to her freestyle flash meter stopped working in 2008. She also reported being hospitalized for two days in the following month after she lost consciousness, and was transported to a local health care facility via paramedics. The customer was diagnosed with hypoglycemia and treated intravenously with unk solution. There was no report of death or permanent impairment associated with this medical event.